Event description:
While attempting to monitor the pt, the device did not recognize that the pads were connected to the pt and continued to prompt the user to connect the pads.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed. Investigation isolated the cause of the malfunction to an intermittent connection of the pt connector cable assembly. This cable assembly was replaced by a more durable pt connector. After repair, the device performed to specs and was returned to the customer.